Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 7083487/7083540. UDI: (B)(4). UDI: (B)(4). Product family: scs-lead fixation-MRI upn: m365sc43190. Model: sc-4319. Serial: na batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that following an implant procedure the patient developed an infection. The physician believed it was device and procedure related. The patient was administered antibiotics. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted device components were discarded.